Event description:
The patient reported that the keypad buttons require multiple presses to obtain a response. The patient changed the battery in an attempt to rectify the issue without success.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is unresponsive. There was evidence of corrosion found under the down arrow button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.